Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing from the meditech to pyxis. The technical support specialist (tss) dialed into the server, started the care fusion coordination engine, set the service to auto delayed and start instead of manual and confirmed that the interface was connecting and the messages were processing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing from meditech. The customer stated that user was unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.